Event description:
It was reported to philips that the therapy cable was cut by the customer, which led to a qcpr failure and the inability to recall the stored event data. There was no reported adverse patient impact.